Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they are having trouble getting ins charged. Pt said they had implanted neurostimulator recharger (insr) on all day yesterday, and thought they were charging but never saw the coupling bars on the screen. Pt also described seeing reposition antenna screen on insr before and during the call. Pt then said they had not used ins for a while and last charged probably 3 months ago. Pt said today they can't get anything on patient programmer (pp). Pt said they tried connecting to ins with pp yesterday and saw symbols on the screen, but today the screen is blank. Pt mentioned they are trying to use/charge ins again as they have an MRI today to check on pt's breast cancer. Pt then tried connecting to ins and reported poor communication screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from hcp via manufacturer's representative stating that the patient's ins had discharged, due to non-compliance with charging. It was reported that the prm was used to clear the por, and the issue was resolved. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The battery was successfully charged and por cleared. Nothing was explanted. Battery is in use by the patient at this time. No explant is planned or has been performed.